Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be exhibiting undersensing and loss of capture. The following day, a revision was scheduled to reposition the lead as the physician suspected the lead had micro-dislodged. However, during the revision, the physician could not retract the helix, so the lead was explanted and replaced. No additional adverse patient effects were reported.